Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose greater than 250 mg/dl, but less than 500 mg/dl with nausea and vomiting associated with intermittent power to the pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. It was reported that the battery compartment had stripped threads and the yellow o-ring was visible at the time of the power interruption. This complaint is being reported because the patient allegedly experienced hyperglycemia due to intermittent power to the pump.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02-aug-2019. Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2019 with the following findings: during investigation, all above testing was performed using test battery cap. A test cap was able to tighten to the cracked compartment in order to power on pump and maintain connection foe basal duration testing, no rebooting or power loss was duplicated with test cap. The pump was returned with a cracked battery compartment above grip pad , returned battery cap is stripped . Rebooting and power loss was duplicated with returned battery cap. Cap is unable to secure due to damage threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.